Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose and the insulin pump had an under delivery alarm. The customer reported that they had a high blood glucose levels of 28 mmol/l. The customer reported that she had ketones. The customer was treated with intravenous drip and potassium. It was reported that the current blood glucose level was 16 mmol/l. The customer reported that she was anxious about her high blood glucose. The customer treated with her insulin pump for high blood glucose. The customer stated that the drive support cap was normal and the cannula looked straight on the infusion set. It was reported that the customer had few surgery. Troubleshooting was not completed during the call due to tubing clamp not available. Product will return for analysis.